Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the artificial urinary sphincter (aus) explant procedure was likely caused by a tear in the balloon kink-resistant tube (krt), which impacted device function. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The cuff, balloon, and pump were returned. The cuff and pump components were visually inspected, microscopically examined, and tested for leaks; both components passed all tests. The balloon was visually inspected, microscopically examined, and leak tested. Visual inspection of the balloon noted a leak in the balloon krt, which under the microscope was observed to be caused by a material tear. Inspection of the remainder of the device revealed no other anomaly. The identified damage is likely to have affected the functionality of the aus. Labeling review: there was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned aus pump, cuff, and balloon were analyzed; balloon kink-resistant tube (krt) fluid loss was noted.